Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. The noise was not reproducible in clinic. X-ray was performed but no anomalies were noted. No device intervention was performed. No patient symptoms were reported. Patient will continue to be monitored.

Event description:
New information received indicated that the lead was programmed to therapies off due to noise. The lead was explanted and replaced on (B)(6) 2019. Patient was stable.

Event description:
New information received indicated that the right ventricular lead exhibited externalized conductors noted at the pocket.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. A partial lead with the distal end measuring 41.8 cm was returned for analysis. Internal insulation abrasions were noted at 6.1-6.5, 8.5-10.2, 12.0-12.3, and 25.7-25.8 cm from the distal tip. External insulation abrasion was noted at 37.2-37.3 and 39.8-40.0 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 38.9-39.1 cm from the distal tip. The etfe coating was abraded at this location. The cause of the external insulation abrasions was consistent with friction to the device can.